Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), autoimmune thyroid disorder ('autoimmune disorder type of disorder: thyroid problems') and biopsy mucosa abnormal ('abnormal mucosa') in a 41-year-old female patient who had essure (batch no. 20222097/12451361/142451361) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, neck pain, back pain, knee pain, upper respiratory infection, nasal stuffiness, cough, constipation, arthralgia, shoulder arthritis, urinary tract infection, dysuria, epigastric pain, peripheral swelling, cramp in lower abdomen, ache, wheezing, drug hypersensitivity and shortness of breath. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included pain in jaw, abdominal pain, joint swelling, lumbar radiculopathy, redness, tenderness, numbness in leg, myalgia, vaginal irritation, rash, leg edema, bursitis, arthritis, shoulder pain, unable to walk, poor sleep, food allergy, fruit allergy, peanut allergy, allergic reaction to analgesics, allergic reaction to analgesics, allergic reaction to analgesics, drug hypersensitivity, arthropathy, metrorrhagia, lower abdominal pain, fibroids, hypothyroidism, dysfunctional uterine bleeding, presbyopia, acute pain, dehiscence, enterocele, ischaemia nos, hypoxia and hypoxemia. Concomitant products included cefixime (flexeril) from 2009 to 2018, chlormezanone (restoril) from (B)(6) 2013 to (B)(6) 2013, dextropropoxyphene napsilate;paracetamol (darvocet a500), hydrocodone, ibuprofen (motrin children), ibuprofen since 2007, ketorolac tromethamine (toradol), loratadine (loratadin) from 2011 to 2012, medroxyprogesterone acetate (depo provera), morphine from 2009 to 2013 and paracetamol (acetaminophen). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"), 17 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2010, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced pain in extremity ("leg pain"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced pollakiuria ("bladder or urinary problems or changes urinary frequency"). In (B)(6) 2011, the patient experienced tremor (", neurological conditions or problems type: tremors"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge") and was found to have biopsy mucosa abnormal (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes incontinence, bladder leakage"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), hypersensitivity ("hypersensitivity;") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, nausea, tremor, dysmenorrhoea, fatigue and bladder disorder had resolved and the autoimmune thyroid disorder, biopsy mucosa abnormal, urinary incontinence, allergy to metals, vision blurred, abdominal distension, weight increased, vaginal discharge, pollakiuria, pain in extremity, hypersensitivity and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, autoimmune thyroid disorder, biopsy mucosa abnormal, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pollakiuria, tremor, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2001 (summons) and (B)(6) 2010 (pfs) discrepancy noted in date of essure expiration r-2012/10 ¿ l-2013/06. Current weight 226 lbs. Essure system advanced into right ostia to black mark cath retracted and 3 remaining coils noted same procedure was carried out in left ostia and 3 remaining coils were counted. She received treatment for pain pelvic/ abdominal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: migraine, vaginal haemorrhage, abdominal distension, pelvic pain, menorrhagia, dysmenorrhoea. Lot number 142451361 is invalid. Lot number: 12451361 manufacture date: 2010- 10 expiration date: 2013-06. Lot number: 20222097 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event abdominal pain, hypersensitivity added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (batch no. 20222097/12451361/142451361) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, neck pain, back pain, knee pain, upper respiratory infection, nasal stuffiness, cough, constipation, arthralgia, shoulder arthritis, urinary tract infection, dysuria, epigastric pain, peripheral swelling, cramp in lower abdomen, ache, wheezing, drug hypersensitivity, shortness of breath and tremor. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included pain in jaw, abdominal pain, joint swelling, lumbar radiculopathy, redness, tenderness, numbness in leg, myalgia, vaginal irritation, rash, leg edema, bursitis, arthritis, shoulder pain, unable to walk, poor sleep, food allergy, fruit allergy, peanut allergy, allergic reaction to analgesics, allergic reaction to analgesics, allergic reaction to analgesics, drug hypersensitivity, arthropathy, metrorrhagia, lower abdominal pain, fibroids, hypothyroidism, dysfunctional uterine bleeding, presbyopia, acute pain, dehiscence, enterocele, ischaemia nos, hypoxia and hypoxemia. Concomitant products included levothyroxine sodium (levothyroxin) since (B)(6) 2016 for hypothyroidism as well as cefixime (flexeril) from 2009 to 2018, chlormezanone (restoril) from (B)(6) 2013 to (B)(6) 2013, dextropropoxyphene napsilate;paracetamol (darvocet a500), hydrocodone, ibuprofen (motrin children), ibuprofen since 2007, ketorolac tromethamine (toradol), loratadine (loratadin) from 2011 to 2012, medroxyprogesterone acetate (depo provera), morphine from 2009 to 2013 and paracetamol (acetaminophen). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), 17 days after insertion of essure. In november 2010, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). In december 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced pain in extremity ("leg pain"). In (B)(6) 2011, the patient experienced pollakiuria ("bladder or urinary problems or changes urinary frequency"). In (B)(6) 2011, the patient experienced tremor (", neurological conditions or problems type: tremors"). In (B)(6) 2012, the patient was found to have biopsy mucosa abnormal ("abnormal mucosa") and experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid problems"). On an unknown date, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence, bladder leakage"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), hypersensitivity ("hypersensitivity;") and abdominal pain ("abdominal pain"). The patient was treated with ondansetron (zofran melt), rizatriptan benzoate (maxalt), topiramate (topamax), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, nausea, tremor, dysmenorrhoea, fatigue, weight increased and bladder disorder had resolved and the autoimmune thyroid disorder, biopsy mucosa abnormal, urinary incontinence, allergy to metals, vision blurred, abdominal distension, vaginal discharge, pollakiuria, pain in extremity, hypersensitivity and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, autoimmune thyroid disorder, biopsy mucosa abnormal, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pollakiuria, tremor, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2001 (summons) and (B)(6) 2010 (pfs) discrepancy noted in date of essure expiration r-2012/10 ¿ l-2013/06. Current weight 226 lbs. Essure system advanced into right ostia to black mark cath retracted and 3 remaining coils noted same procedure was carried out in left ostia and 3 remaining coils were counted. She received treatment for pain pelvic/ abdominal, vaginal hemorrhage, menorrhagia, dysmenorrhea, abdominal distention, migraines, nausea diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: migraine, vaginal haemorrhage, abdominal distension, pelvic pain, menorrhagia, dysmenorrhoea. Lot number 142451361 is not valid. Lot number: 12451361 manufacture date: 2010- 10 expiration date: 2013-06. Lot number: 20222097 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received : preciously added outcome of the event weight gain was replaced unknown from recovered resolved. Concomitant drug. Event onset date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), autoimmune thyroid disorder ('autoimmune disorder type of disorder: thyroid problems') and biopsy mucosa abnormal ('abnormal mucosa') in a 41-year-old female patient who had essure (batch no. 20222097/12451361/142451361) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, neck pain, back pain, knee pain, upper respiratory infection, nasal stuffiness, cough, constipation, arthralgia, shoulder arthritis, urinary tract infection, dysuria, epigastric pain, peripheral swelling, cramp in lower abdomen, ache, wheezing, drug hypersensitivity and shortness of breath. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included pain in jaw, abdominal pain, joint swelling, lumbar radiculopathy, redness, tenderness, numbness in leg, myalgia, vaginal irritation, rash, leg edema, bursitis, arthritis, shoulder pain, unable to walk, poor sleep, food allergy, fruit allergy, peanut allergy, allergic reaction to analgesics, allergic reaction to analgesics, allergic reaction to analgesics, drug hypersensitivity, arthropathy, metrorrhagia, lower abdominal pain, fibroids, hypothyroidism, dysfunctional uterine bleeding, presbyopia, acute pain, dehiscence, enterocele, ischaemia nos, hypoxia and hypoxemia. Concomitant products included cefixime (flexeril) from 2009 to 2018, chlormezanone (restoril) from (B)(6) 2013 to (B)(6) 2013, dextropropoxyphene napsilate;paracetamol (darvocet a500), hydrocodone, ibuprofen (motrin children), ibuprofen since 2007, ketorolac tromethamine (toradol), loratadine (loratadin) from 2011 to 2012, medroxyprogesterone acetate (depo provera), morphine from 2009 to 2013 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"), 17 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2010, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced pain in extremity ("leg pain"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced pollakiuria ("bladder or urinary problems or changes urinary frequency"). In (B)(6) 2011, the patient experienced tremor (", neurological conditions or problems type: tremors"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge") and was found to have biopsy mucosa abnormal (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes incontinence, bladder leakage"), allergy to metals ("nickel allergy") and bladder disorder ("bladder problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, nausea, tremor, dysmenorrhoea, fatigue and bladder disorder had resolved and the autoimmune thyroid disorder, biopsy mucosa abnormal, urinary incontinence, allergy to metals, vision blurred, abdominal distension, weight increased, vaginal discharge, pollakiuria and pain in extremity outcome was unknown. The reporter considered abdominal distension, allergy to metals, autoimmune thyroid disorder, biopsy mucosa abnormal, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pollakiuria, tremor, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion 01-jan-2001 (summons) and (B)(6) 2010 (pfs) discrepancy noted in date of essure expiration r-(B)(6) 2012¿ l-(B)(6) 2013. Current weight 226 lbs. Essure system advanced into right ostia to black mark cath retracted and 3 remaining coils noted same procedure was carried out in left ostia and 3 remaining coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: migraine, vaginal haemorrhage, abdominal distension, pelvic pain, menorrhagia, dysmenorrhoea. Lot number 142451361 is invalid. Lot number: 12451361 manufacture date: 2010- 10 expiration date: 2013-06. Lot number: 20222097 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-aug-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and biopsy mucosa abnormal ('abnormal mucosa') in a (B)(6) year-old female patient who had essure (batch no. 20222097,12451361/142451361) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, neck pain, back pain, knee pain, upper respiratory infection, nasal stuffiness, cough, constipation, arthralgia, shoulder arthritis, urinary tract infection, dysuria, epigastric pain, peripheral swelling, cramp in lower abdomen, ache, wheezing, drug hypersensitivity and shortness of breath. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included pain in jaw, abdominal pain, joint swelling, lumbar radiculopathy, redness, tenderness, numbness in leg, myalgia, vaginal irritation, rash, leg edema, bursitis, arthritis, shoulder pain, unable to walk, poor sleep, food allergy, fruit allergy, peanut allergy, allergic reaction to analgesics, allergic reaction to analgesics, allergic reaction to analgesics, drug hypersensitivity, arthropathy, metrorrhagia, lower abdominal pain, fibroids, hypothyroidism, dysfunctional uterine bleeding, presbyopia, acute pain, dehiscence, enterocele, ischemia, hypoxia and hypoxemia. Concomitant products included cefixime (flexeril) from 2009 to 2018, chlormezanone (restoril) from (B)(6) 2013, dextropropoxyphene napsilate; paracetamol (darvocet a500), hydrocodone, ibuprofen (motrin children), ibuprofen since 2007, ketorolac tromethamine (toradol), loratadine (loratadin) from 2011 to 2012, medroxyprogesterone acetate (depo provera), morphine from 2009 to 2013 and paracetamol (acetaminophen). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"), 17 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2010, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced pain in extremity ("leg pain"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced pollakiuria ("bladder or urinary problems or changes urinary frequency"). In (B)(6) 2011, the patient experienced tremor, ("neurological conditions or problems type: tremors"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge") and was found to have biopsy mucosa abnormal (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced thyroid disorder ("autoimmune disorder type of disorder: thyroid problems"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes incontinence, bladder leakage"), allergy to metals ("nickel allergy") and bladder disorder ("bladder problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, nausea, tremor, dysmenorrhoea, fatigue and bladder disorder had resolved and the thyroid disorder, urinary incontinence, allergy to metals, vision blurred, abdominal distension, weight increased, biopsy mucosa abnormal, vaginal discharge, pollakiuria and pain in extremity outcome was unknown. The reporter considered abdominal distension, allergy to metals, biopsy mucosa abnormal, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pollakiuria, thyroid disorder, tremor, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2001 (summons) and (B)(6) 2010 (pfs). Discrepancy noted in date of essure expiration r-2012/10 ¿ l-2013/06. Current weight (B)(6) lbs. Essure system advanced into right ostia to black mark cath retracted and 3 remaining coils noted same procedure was carried out in left ostia and 3 remaining coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: migraine, vaginal haemorrhage, abdominal distension, pelvic pain, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 30-jul-2019: plaintiff fact sheet and medical records received. Lot number added. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pain, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: thyroid problems, bladder or urinary problems or changes incontinence bladder leakage, migraines / headaches, nausea, neurological conditions or problems type: tremors, nickel allergy, dysmenorrhea (cramping), vision/eye problems type: blurry vision, fatigue, gastrointestinal or digestive system condition type: bloating, weight gain / loss specify which one: weight gain, abnormal mucosa, vaginal discharge, bladder or urinary problems or changes urinary frequency, leg pain, bladder problems. Reporter information, aka name, concomitant drug, medical history, lab data, historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.